Manufacturer narrative:
As no further information concerning this report is expected, in our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted during an associated electrode revision for a wound infection. During the revision, the physician confirmed a contributing pocket infection. No further adverse effects were reported; a new system implant is to be evaluated after antibiotic assisted resolution.